Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It was determined that the device had a failed mixing pump. They stated that since already replaced the circulation pump they would order and replace the mixing pump and heater as well to complete version of a 2000 hour preventive maintenance. Parts and price provided. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 26.7. It was determined that the device had a failed mixing pump. They stated that since already replaced the circulation pump they would order and replace the mixing pump and heater as well to complete version of a 2000 hour preventive maintenance. Parts and price provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 26.7. It was determined that the device had a failed mixing pump. They stated that since already replaced the circulation pump they would order and replace the mixing pump and heater as well to complete version of a 2000 hour preventive maintenance. Parts and price provided.